Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 263 mg/dl. The device was not exposed to moisture. Customer was advised the device need to be replaced. The device is not being returned for analysis.